Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: addrl1 ipg implanted: (B)(6) 2014; 8578 neuro accessory implanted: (B)(6) 2012; 8637-40 neuro pump implanted: (B)(6) 2012; 37713 pain stim ipg implanted: (B)(6) 2012; 3708140 neuro extension implanted: (B)(6) 2011; 3778-45 pain stim lead implanted: (B)(6) 2011; 3788-45 pain stim lead implanted: (B)(6) 2011; 8731 catheter implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient threshold was high due to the device algorithm but manual thresholds were lower. A threshold value was not observed on the trend and the patient was noted to have frequent premature ventricular contractions. Reprogramming was performed at a subsequent office visit, and the lead remains in use. No patient complications have been reported as a result of this event.